Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired and the device was scrapped. The customer will receive a new device trough replacement program.

Event description:
A customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.